Event description:
It was reported that the customer was receiving no delivery and motor error alarms on her insulin pump. At the time of reporting her blood glucose was 450mg/dl, which she was going to treat with insulin pens back at her hotel room. She requested not to troubleshoot at the time of the call as she was in a car in (B)(6). At the customer's request, the pump is being replaced. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.